Event description:
It was reported the device was used during a gastric tube procedure. It was reported by the affiliate that on the second firing, the knob would not move. There was no pt consequence.

Manufacturer narrative:
Tracking #.46651. D5,6; h4: info not available, device not returned for analysis.